Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the right atrial lead dislodged and was found during a remote monitoring transmission. Reprogramming was performed to put the device into vvi 40 mode. During the revision procedure, the lead dislodged again and was explanted and replaced. No patient complications have been reported as a result of this event.